Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2013 due to normal battery depletion. The physician was (B)(6) at (B)(6) in (B)(6). Leads 6947 and 4195 are both fractured. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).